Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case, lower case, ring cover and battery drawer were broken, and the side bail covers, side bails, two case screws and ring were missing. It was also noted that the battery release, heart block, lead flex cover and battery flex were contaminated, the battery contacts were compressed and contaminated, and the keyboard pad was scratched.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case, lower case, ring cover and battery drawer were broken, and the side bail covers, side bails, two case screws and ring were missing. It was also noted that the battery release, heart block, lead flex cover and battery flex were contaminated, the battery contacts were compressed and contaminated, and the keyboard pad was scratched.

Event description:
It was reported that the unit was dropped. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.